Event description:
The customer reported false nonreactive architect anti-hcv results generated by the architect (B)(6) processing module for a 71-year-old female patient diagnosed with type 2 diabetes. The patient sample was tested on the roche platform, which yielded a positive result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): architect ant-hcv results = 0.84 s/co, 0.86 s/co, and 0.84 s/co. Roche platform result = 19.0 s/co (reference range is <1 s/co) . No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect anti-hcv did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76200be01. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent lot 76200be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79, anti-hcv, with PMA number p050042.

Event description:
The customer reported false nonreactive architect anti-hcv results generated by the architect i2000sr processing module for a 71-year-old female patient diagnosed with type 2 diabetes. The patient sample was tested on the roche platform, which yielded a positive result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): architect ant-hcv results = 0.84 s/co, 0.86 s/co, and 0.84 s/co roche platform result = 19.0 s/co (reference range is <1 s/co) no impact to patient management was reported.